Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. Reportedly, the customer used a different wall adapter and was able to charge the pump. Subsequently the customer reported receiving a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged for 30 minutes. Reportedly the pump battery gauge then suddenly jumped from 20% to 100%. The customer¿s blood glucose was 120(mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.